Event description:
Complainant received that the siderail would not latch. No injury alleged.

Manufacturer narrative:
Tech found the stretcher in the basement. Left end tube was broken causing the siderail not to latch. Replaced the end tube to resolve this issue.